Event description:
A customer reported experiencing a cgm error 42 multiple times. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.